Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 800 mg/dl while wearing the pod. The patient was treated with injections and the pod was removed. The patient did not remember the exact time they were released but thinks it was between 5-8 days. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. No damages or defects were found. No time outs or drive stalls were seen in the device data. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod.